Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The device was found to be fully functional. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was not infusing. There was no reported adverse events.

Event description:
Additional information was received indicating that there was no patient injury. The patient said the pump was not infusing medication.

Manufacturer narrative:
H2: see b3, b5 and h6(patient code).